Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Left hip revision. Accolade tmzf was removed and a restoration modular stem and cone body were implanted. There are no xrays op notes surgical notes labs avail at this time. Accolade stem was loose.